Manufacturer narrative:
Concomitant products: product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 3080, lot# j0123248v, implanted: (B)(6) 2002, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was reported that the patient had an injury. The patient had a fall and subsequently had a black eye and torn rotator cuff. Patient reports getting shoulder surgery for it. The patient reports pain in the back along the sciatic nerve that started after starting physical therapy and due to the neurostimulator position. She was planning to have the system explanted (B)(6) 2015 due to it. The patient inquired once she has neurostimulator removed if it changes the MRI conditions for her remaining implanted spinal neurostimulator device. The patient mentioned during call that she had 4 back surgeries prior to manufacturer implants and that she had a sling surgery and couldn't urinate prior to getting the neurostimulator. It was determined she was experiencing the pain now due to the position of the neurostimulator. It was due to how the device was implanted/positioned. Additional information received from healthcare provider reports the fall was not device related. X-ray of the hip with lateral view was performed and reviewed by the healthcare provider. The patient was seen by the healthcare for neurostimulator removal. The patient felt nerve irritation even when the neurostimulator was off. The patient requested neurostimulator removal. It was unknown if device related. The neurostimulator was removed on (B)(6) 2015. It was too early post-operative to evaluate for improvement/changes. It was noted that the surgery was for failed neurostimulator therapy. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.